Manufacturer narrative:
All available information was investigated, and the reported broken mandrel was not confirmed. However, the l-lock tab was observed to be bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported broken mandrel was likely the result of user perception (interaction between device and l-lock tab, change in resistance after l-lock tab was bent). A cause for the observed bent l-lock tab could not be conclusively determined. It is possible that procedural conditions (interaction between device and l-lock tab during procedure) or post-procedural handling contributed to this observation. However, this cannot be confirmed.

Manufacturer narrative:
The device is expected to return. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. A xtw mitraclip was chosen for implantation. During deployment when the blue actuator knob was retracted with normal force, the mandrel broke. The clip was deployed without issue and there were no patient consequences.